Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for routine follow-up, non-sustained rv oversensing episodes due to myopotential oversensing were observed. Atrial undersensing was also noted. Programming changes were made.